Event description:
It was reported that this lead needs repair kit drying times for glue with a silicone mdt brady lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).